Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 5 mdrs filed for the same patient (reference 0001825034-2017-00921 / 00922 / 00926 / 00936).

Event description:
It was reported that a patient underwent shoulder arthroplasty revision due to infection. The surgeon removed the implants and replaced them with cement spacer molds.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product: comprehensive reverse shoulder glenosphere, catalog#: 115316, lot#: 502920. Comprehensive reverse shoulder glenosphere mini baseplate w/ taper adapter, catalog#: 010000589. Comprehensive shoulder humeral fracture stem, catalog#: 12-113562, lot#: 430310. Comprehensive reverse shoulder humeral tray w/ locking ring, catalog#: 115370, lot#: 148930. Comprehensive reverse shoulder glenosphere, catalog#: 115310, lot#: 196530. Fixed locking screw, catalog#: 180550, lot#: 914840. Comprehensive reverse fixed locking screw, catalog#: 180552, lot#: 186760. Fixed locking screw, catalog#: 180555, lot#: 264120. Comprehensive reverse central screw, catalog#: 115397, lot#: 327030. Comprehensive reverse steinmann, catalog#: 405800, lot#: 423030. Comprehensive reverse drill, catalog#: 405889, lot#: 977480. Comprehensive reverse drill, catalog #: 405883, lot#: 328460. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent shoulder arthroplasty revision due to infection 5 months post-implantation. The surgeon removed the implants and replaced them with cement spacer molds.